Event description:
It was reported that a patient presented to clinic for an extraction. Device interrogation revealed oversensing noise on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.